Event description:
Event determined to be reportable based on investigation: it was reported that post a biliary stenting procedure, a stent occlusion occurred. The rx wallstent permalume 10 mm x 40 mm stent was implanted in the common bile duct "due to occlusion in lower biliary cancer". Approx. 5 months following stent implantation, a second stenting procedure was performed for treatment of a re-occlusion of the wallstent 10 mm x 40 mm stent. The rx wallstent permalume 10 mm x 60 mm stent delivery system was advanced "smoothly" to the lesion, however, upon deployment resistance was encountered and the outer sheath could not be retracted. The physician attempted to manipulate the tip of the stent delivery system, and changed the angle of another MFR's endoscope but was only able to retract the outer sheath approx 1 cm. The device was removed from the pt. Upon inspection, the physician noted that the distal stent "was touching with the outer sheath". Another of the same device was used to complete the procedure. No pt injuries or complications were reported. The pt's status is reported as "good". Analysis of the device revealed stent wire perforation of the outer sheath.

Manufacturer narrative:
The rx wallstent permalume 10 mm x 40 mm was implanted in 2007. A visual examination of the returned device found that the stent was fully mounted, and the outer sheath was retracted 5 mm from the tip. Several stent wires had perforated through the outer sheath between 4 mm and 6 mm proximal to its distal end. The inner sheath was kinked at the guide wire access port and was partially exiting it. A restriction due the inner kink at the guide wire access port was noted when inserting the recommended size guide wire into the guide access port. When the distal handle was retracted the, inner sheath exited through the guide wire access port further and the outer sheath could not be retracted. The shaft was dissected and the inner sheath and stent were withdrawn. The inner sheath was kinked at various locations and the distal stent wires were damaged. The mfg records for this batch number have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The most probable root cause of the reported complaint can be attributed to operational context due to anatomical/procedural factors encountered during the procedure which limited the device performance.